Manufacturer narrative:
Follow-up #1: date of submission 02/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/21/2016 with the following findings: the review of the black box data showed no evidence of a short battery life; a low battery warning alarm was observed due to an unacknowledged ¿no delivery, no prime¿ alarm warning due to a normal battery wear. Ez-prime steps were performed correctly. The pump electrical current draws were tested and were noted to be within specifications. Upon removal of the pump cover, no intermittent condition was found to the power circuit or to the cgm (continuous glucose monitoring) module. Unrelated to the original complaint, the battery compartment was cracked. In addition, the bolus button cover was torn; however, the bolus button was fully responsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.